Event description:
It was reported that the burr could not be loaded on the guide wire. A 1.75mm rotablator rotalink plus and rotawire were selected for rotational atherectomy. During the procedure, it was noted that the burr could not be loaded on the guide wire. The procedure was completed with a different device. No patient complications were reported. However, based on the additional information from the related complaint investigation result, it was confirmed that a portion of a rotawire was stuck within the distal end of the burr and could not be removed.

Manufacturer narrative:
A visual and microscopic examination identified only a portion of the device was returned for analysis, and it returned stuck on the rotaburr. Total length of the guidewire was measured and met specification.

Event description:
It was reported that the burr could not be loaded on the guide wire. A 1.75mm rotablator rotalink plus and rotawire were selected for rotational atherectomy. During the procedure, it was noted that the burr could not be loaded on the guide wire. The procedure was completed with a different device. No patient complications were reported. However, based on the additional information from the related complaint investigation result, it was confirmed that a portion of a rotawire was stuck within the distal end of the burr and could not be removed.